Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a computed tomography (CT) scan was done on (B)(6) 2023. The scan noted the demonstration of an eccentric thrombus near the snap ring measuring up to 1.0cm. The thrombus extends for approximately 9 cm. Another CT scan was done on (B)(6) 2023. The image found suspicion for a partial obstruction of the inflow cannula. It was also noted that there was a stable focal area of kinking and tortuosity of the outflow cannula at the left costophrenic angle region without associated obstruction. The outflow anastomosis with the descending thoracic aorta is patent. The scan noted similar findings of an eccentric thrombus seen on (B)(6) 2023. There was no definite thrombus found within the left ventricle. There was sequela of aortic and mitral valve repair (2916596-2023-01005). Moderate coronary artery calcifications were seen. There was a loculated fluid density abnormality adjacent to the ascending thoracic aorta which measures approximately 3.6 cc x 2.0 ap x 3.8 transverse cm. This is new from (B)(6) 2023 but stable from (B)(6) 2023. There was no significant pericardial effusion. There was small bilateral pleural effusions. An anterior mediastinal hematoma was also suspected. Related manufacturer's reference # 2916596-2023-01005 (aortic valve repair).

Event description:
The inflow cannula had visualized portions appearing grossly patent but the contacts the inferior margin of the interventricular septum, raising suspicion for partial obstruction. There is no adenopathy by size criteria. The pulmonary arteries were normal in caliber. There is no pneumothorax. There was mild biapical scarring. There was mild to moderate centrilobular and paraseptal emphysema. Soft tissue abnormality that extended into the retrosternal region. There is no evidence for osseous fusion of the sternotomy site. There is mild cortical irregularity at the sternotomy site, similar to prior. There was no acute osseous abnormality. Mild-to-moderate thoracolumbar spine degenerative changes were seen. The suspected hematoma was from the approximately 3.8 cm loculated fluid density abnormality in the anterior mediastinum, adjacent to the ascending thoracic aorta and lobulated left lower lateral chest wall collection extending into the left thorax along the inflow catheter of the lvad device, which did not appear significantly changed from (B)(6) 2023.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of suspected thrombus, as well as the outflow graft obstruction unassociated with the obstructive thrombus formation, could not be conclusively determined via the submitted computed tomography (CT) image. The patient underwent a chest CT scan on (B)(6)2023, which revealed an approximately 9 centimeter (cm) long outflow graft thrombus, an area of kinking and tortuosity of the outflow graft cannula that was not associated with the obstructive thrombus formation, and small bilateral pleural effusions. The patient remains ongoing on heartmate 3 (hm 3) left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. B) contains the following information: section 1, "introduction," outlines potential adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, "surgical procedures," contains information regarding the preparation and attachment of the sealed outflow graft and includes instructions for installing the outflow graft clip. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6, "patient care and management," lists thromboembolism as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.